Event description:
Boston scientific crm received information that this lead was successfully implanted. One day later, a large hematoma was noted, which had caused it to dislodge. The patient was taken to surgery, multiple blood clots were removed from under the clavicle and part of the clavicle had to be removed.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.